Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer using sar 3000 active lift and approx 1.5 feet before reaching the wheelchair, the resident became weak and her legs gave out. The resident slid through sling and was caught by both caregivers and assisted into wheelchair. It was indicated that the resident was assessed on (B)(6) 2015 for recommended use of the sara lift for transfers. No injuries were received by the resident as a consequence of the event but it was indicated that the caregiver had lower back pain.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. The sling and the lift which work together as a system were found to have been to spec when the event took a place. There was no technical malfunction. The sling and the lift were being used for pt care when the event took place and in that way contributed to the outcome of the event. When the labeling is followed, there is no likeliness of the pt drop or other adverse event during the transfer of the pt with the sling. A pt drop could take a place when a sequence of multiple use errors occurs (with amongst them at a minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated for suitability; the chest strap is not applied or applied but very loosely (does not adhere to the pt as recommended in sling instruction for use). This leads us to conclude that the most likely cause of the event is that the pt was not correctly evaluated before transfer and additionally the IFU was not followed on several points (multiple use errors). This was also confirmed by the facility statement indicating they believe there to be an issue with the resident and the resident's abilities to safely use the sara 3000 lift. The resident has been reassessed at the customer facility and now is found to be unsuitable. Based on the event description and earlier incidents reported we can assume that user error cannot be ruled out. It appears most likely that the pt assessment which should be carried out by a qualified nurse or therapist before the lifting process is started, was not performed. It was indicated that the resident had been assessed on (B)(6) 2015 for recommended use of the sara lift for transfers and the event occurred on (B)(6) 2015 - 6 days after. Therefore, we can assume that the resident was not assessed for suitability directly before the transfer. This is considered to be the main cause. The lift instructions for use (IFU) included important info concerning proper and safe use of the device. "Warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." Note that the customer was visited and interviewed by a local arjohuntleigh rep but could not provide any training dates for staff - note that the device labeling required that all users must be trained as per IFU. Arjohuntleigh suggests to remind tha staff involved of the device labeling, with special attention to correct lifting procedure and to evaluate the person to be transferred, before each transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. Reference importer report number (B)(4).